Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: the bleeding was confirmed from the drain on the procedure date. The re-operation was performed in the same day. There were no unusual issue occurred to the device during use. What is meant by ¿the edge¿ of the bronchial artery? The cut end of the bronchial artery. Sorry for the confusion. Did the bleeding occur during the procedure or after the original procedure was completed? It is after the original operation. Was the original procedure converted to open or was there a 2nd procedure to address the bleed? 2nd procedure was performed to address the bleed. What does the surgeon mean by ¿issue would be occurred even if the other competitive device was used¿? The surgeon thinks that this issue is not the device factor. Were there any alert screens in the original procedure? There is no report about the error. No further information will be available. Were there any issues with device intra-op? No further information will be available. What is the patient's current status? No further information will be available. No further information will be provided. The patient has concurrent bronchopleural fistula the initial operation was thoracoscopic right lower lobectomy, and it was performed on (B)(6). In the initial operation, the device was used on the bronchial artery during the lymph node (#7) dissection. The video was checked during the operation and after the operation, and there was no problem in sealing. There was no unusual feeling in using the device during the operation. The patient¿s bronchial artery was thick. 1 week after the initial operation, the bronchial fistula occurred, and the bleeding occurred. Laparoscopic remnant middle lobectomy was performed to hemostasis on the same day. The electric knife was used. The bronchial artery was clamped by the forceps and the cut end was burnt under the laparoscopic procedure. The electric knife was used. Then, fenestration was performed on (B)(6). The patient is stable. The patient is a male in his 70s, and he is skinny. He was a heavy smoker, and he was in poor nutritional condition. He is still hospitalized and will be hospitalized for several weeks. The surgeon commented that the blood pressure was high at times after the operation. It was about 180mmhg and very short time. The other blood vessels were ligated, but the one that bleeding occurred was not ligated. Maybe this was one of the factors that the bleeding occurred. And patient¿s poor nutritional status may also be a factor. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a thoracoscopic pneumonectomy, the bleeding occurred from the edge of the bronchial artery. The amount of bleeding was 700cc. No blood transfusion was performed. The device was used on the blood vessels. The surgeon commented that the issue would be occurred even if the other competitive device was used. Gen11 was used. The operation was converted to open procedure and stopped bleeding to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022. Additional information was requested and the following was obtained: was the enseal used on the cut end of the bronchial artery? => the enseal was used to cut the bronchial artery. What does the surgeon believe is the root cause of the bleeding if they do not think it is a factor of the device? =>the surgeon think the device was possibility to cause the bleeding. In addition, he cut the brachial artery without ligation through the artery diameter is too large. We get additional information and upload in ecm.

Manufacturer narrative:
(B)(4) date sent: 7/7/2022 the following additional information was obtained: the patient was rehabilitant and recovering smoothly. He will be discharged soon.